Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. New battery did not resolve the issue. The insulin pump will not be returned for analysis.